Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the transport monitor x2 was not alarming while heart rate dropped to 60. The customer also stated that the data was not flowing to the central station. The biomed stated they have swapped the x2 and problem got fixed. No patient harm reported.